Event description:
Caller tested 2.8 inr on the coaguchek xs system while a professional meter returned as 3.7 inr. No treatment info provided. No adverse event reported. Requested return of suspect device, and replacement was sent.